Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 1 month after the dental implant was installed in intraoral region 15#, it had to be removed due to its fall in the maxillary sinus.